Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Unit received with broken motor slide. Unable to perform functional test or confirm motor anomaly due to broken motor slide. Unit received with minor scratched lcd window, scratched case and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor damaged. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.